Event description:
The customer reported there was leakage from the cuff during use. The tube was removed; however, it is not know if the pt required re-intubation with another tube.

Manufacturer narrative:
No conclusions can be made without the device. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.